Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation analysis the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 307.4 cm and the second piece measured 1.5 cm. The exposed glass tip measured 1.5 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. Light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displayed: fiber may not be used anymore. Please connect new fiber. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the returned fiber observed the exposed glass tip had normal degradation and the fiber body was fractured 1.5 cm from the end of the exposed glass tip. Light from the sma connector was bright and round, indicating no fractures within the connector. Laser fibers are consumable devices and the exposed glass tip is intended to degrade with use. Procedural usage and handling likely contributed to the fiber degradation and fiber body fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a lighttrail single use 270um laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6), 2021. The laser settings used was 8 hertz and 800 millijoules. During the procedure, the laser fiber degraded. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. Additional information was received from the complainant on (B)(6), 2021, the reported issue that the laser fiber broke was clarified to be degraded. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken. Please see block h10 for full investigation details.

Event description:
It was reported to boston scientific corporation on march 12, 2021 that a lighttrail single use 270um laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the laser fiber broke. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on april 13, 2021** it was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser settings used was 8 hertz and 800 millijoules. During the procedure, the laser fiber degraded. The procedure was completed with another lighttrail single use 270um laser fiber. Additional information was received from the complainant on april 13, 2021, the reported issue that the laser fiber broke was clarified to be degraded. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event

Manufacturer narrative:
Block h2: blocks b5, e1, and h8 have been updated with the additional information received on april 13, 2021. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the laser fiber broke. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.